Event description:
It was reported that the device takes a long time to charge "even when plugged in overnight". There was no adverse impact to the customer¿s blood glucose level. The patient declined further follow-up with customer technical support, and no additional information regarding corrective action was received.